Event description:
It was reported that during a thyroidectomy procedure that the clips would not advance. Another like instrument was used. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The instrument was cycled and fed 2 conforming clips and 3 were fed out of position, due to an out of position clip track. The batch record was reviewed and no anomalies were noted during the manufacturing process.